Manufacturer narrative:
Corrected information was provided in b.6. And b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of implant was incomplete and removed; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during trabecular stent implant procedure, incomplete insertion of the microstent was observed and postoperatively the stent malposition and a transient elevation in intraocular pressure (iop) was observed reaching 30 mmhg. However, the iop subsequently stabilized around 10 mmhg, and the clinical course has been favorable. The cause of the iop increased was unclear. The doctor does not consider this to be a product defect, but rather a postoperative course. However, he also considers that malposition of the stent and the iop increased have an unknown mechanism. The stent was exchanged for another stent following the initial implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).